Event description:
A malfunction alarm was reported with the tandem mobi cartridge, specifically a cartridge alarm identified as 35. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support confirmed the problem and arranged to send a replacement pump with updated software. The customer was advised to use a backup insulin pump to ensure continuity in insulin delivery and was instructed on how to store the old pump and return it to tandem. The customer agreed to all instructions, including programming settings and connecting their continuous glucose monitor to the new pump.